Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was found to not be relevant to this file. How or when the foreign material was introduced could not be determined conclusively. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before vitrectomy surgery a laser probe could not access to trocar cannula. The surgery was completed after replacing and patient impact was not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).